Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jun-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient states after her implant on (B)(6) 2021 that she had discomfort at her anchor site. It is not know exactly when, but the patient bent over to grab her phone in her car and felt a 'tuck' in her back and called the clinic to investigate this further. The clinic then scheduled for her to have an anchor revision today. Upon entering the case they did a lead check and the healthcare provider (hcp) realized the left lead migrated one vertebral body down and the right lead migrated two vertebral bodies down. The hcp believed this was in relation to the tucking sensation the patient felt when she bent over and possibly may have to do with the discomfort at anchor site. The hcp opened up the midline and noticed that the anchor had come loose and the suture around it was broken. The hcp proceeded to slide the anchor back into place and suture down. The issue has been resolved.